Event description:
Radiologist is unsure what the device failure is, the stent was positioned per usual and upon withdrawal of the deployment mechanism there was resistance and the stent had "migrated proximally" and was not malpositioned. Attempts to reposition were unsuccessful, as were attempts to snare the stent. The pt was tolerating the procedure well until complaining of right leg numbness. The bilateral lower extremities were noted to be cool. The radiologist performed a pelvic arteriogram which showed partial thrombosis of both iliac segments with some clot in the distal aorta. The radiologist documents that they felt emergent aortabifemoral or aortic bypass graft surgery was going to be required and notified pt's pcp, and a cardiovascular surgen who both arrived promptly to the radiology specials suite. Pt was informed of complication and consented to emergent surgery and was taken to or immediately. Pit tolerated surgery and was taken to ICU. On site evaluation would be allowed however device will not be released until further notice.